Manufacturer narrative:
Investigation summary - during manufacturing of material 221278, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 4095344 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. Retention samples from batch 4095344 were not available for inspection. One photo was received for investigation. The photo shows the bottom of a plate from batch 4095344 (time stamp 0404) with an applied filter and fungal growth not on the filter. No return samples were received for investigation. Bd has identified a complaint trend on batch 4095344 for contamination before use. This complaint can be confirmed. The trend investigation cross-functional team reviewed manufacturing records including the equipment, cleaning records, and environmental monitoring related to the production of this batch and has not determined a root cause for the contamination found in batch 4095344. Review of quality notifications and complaint data for the high volume prepared plated media (in which material 221278 is made) shows no other batches or materials, not containing sheep blood, with trends for contamination in calendar year 2024. Batch 4095344 was manufactured on april 16, 2024 and there has been no batch with a contamination complaint trend made in the high volume prepared media plant after april 16, 2024. Root cause of the contamination event is undetermined. However, the event was isolated to batch 4095344. A cross-functional team determined corrective actions are slated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported that an unspecified number of bd bbl sabouraud dextrose agar (deep fill) plates contained fungal contamination. The initial reporter did not indicate if the contamination was observed prior to or during use. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd bbl sabouraud dextrose agar (deep fill) plates contained fungal contamination. The initial reporter did not indicate if the contamination was observed prior to or during use. There was no health impact or consequence reported.